Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked at the pigtail. The following information was provided by the initial reporter: I received a message this morning that one of the cath ivs leaked at the pigtail when a nurse was flushing the system this morning. Unable to use the IV, have to pull out of patient. Wasting time for the clinician to start another IV. Another stick for the patient to start a good IV.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4242208. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.